Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer failed and was not detected on the bus. A field service engineer performed the replacement of the module control board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and was not detected on the bus. The customer reported that the malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process.consequently, they obtained the necessary medication from another location. There were no adverse events or injuries reported based on this event.